Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing premature ventricular contractions (pvc)'s. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated undersensing due to pvcs. If information is provided in the future, a supplemental report will be issued.